Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the central control monitor (ccm) was powered on, only black and white lines were displayed. Powered off and on more than once with same result. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.